Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a alarm: purge system blocked. Checked the line if kinked, did de-airing of the system, changed purge bottle and the purge cassette. Motor current in normal ranges. After initiating heparin bolus, the problem resolved. The patient was noted in stable condition.

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Purge pressure high: the cause of the high purge pressure could not be determined as the findings of biomaterial, purge line kink, and possible dextrose buildup in the purge lumen were all observed on the returned product and without data logs returned, it was not possible to conclude which of the findings caused the high purge pressure.